Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient who was experiencing headaches, presented in clinic for a regular scheduled appointment. Upon review of the session records, the device misdiagnosed ventricular tachycardia episodes as bigeminy. No programming changes were made and the patient will be followed-up regularly. The patient was stable.